Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: allegra. Concurrent conditions included depression, morbid obesity and oligomenorrhea. Concomitant products included cefixime (flexeril) since 2014, meloxicam since 2014 and norethisterone (ortho micronor) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In october 2014, the patient experienced fatigue ("fatigue, felt exhausted all the time") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("infection ¿ vaginitis"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/other"), libido decreased ("hormonal changes ¿ decreased libido"), adnexa uteri pain ("painful areas by ovaries/tubal ovary area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), oligomenorrhoea ("oligomenorrhea"), myalgia ("muscle aches"), back pain ("back ache") and pain in extremity ("leg ache"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, dyspareunia and adnexa uteri pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, libido decreased, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, myalgia, oligomenorrhoea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014. Findings: right tube with four coils and left tube the coils retracted in and there are some polyps on her left cornu. She received treatment for: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), bladder problems, urinary problems and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram (hsg): total bilateral occlusion. Pathology test - on( B)(6)2018: final diagnosis: uterus, cervix, bilateral fallopian tubes and right ovary, excision: mid secretory endometrium, no significant pathologic alteration. Acute and chronic endocervicitis. Myometrium and uterine serosa, no significant pathologic alteration. Right ovary, no significant pathologic alteration. Right and left fallopian tubes, no significant pathologic alteration. Two gray metallic coils are identified, one in each fallopian tube lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events muscle aches, back ache and leg ache were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: allegra. Concurrent conditions included depression, morbid obesity and oligomenorrhea. Concomitant products included cefixime (flexeril) since 2014, meloxicam since 2014 and norethisterone (ortho micronor) from november 2013 to august 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue, felt exhausted all the time") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("infection ¿ vaginitis"). In november 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes ¿ decreased libido") and adnexa uteri pain ("painful areas by ovaries/tubal ovary area pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, libido decreased, vaginal infection and vaginal discharge outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 findings: right tube with four coils and left tube the coils retracted in and there are some polyps on her left cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram (hsg): total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes and right ovary, excision: mid secretory endometrium, no significant pathologic alteration. Acute and chronic endocervicitis. Myometrium and uterine serosa, no significant pathologic alteration. Right ovary, no significant pathologic alteration. Right and left fallopian tubes, no significant pathologic alteration. Two gray metallic coils are identified, one in each fallopian tube lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes ¿ decreased libido, infection ¿ vaginitis, abdominal pain, vaginal discharge were added. Reporter's information, patient demography, medical history, concomitant condition, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: allegra. Concurrent conditions included depression, morbid obesity and oligomenorrhea. Concomitant products included cefixime (flexeril) since 2014, meloxicam since 2014 and norethisterone (ortho micronor) from november 2013 to august 2014. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In october 2014, the patient experienced fatigue ("fatigue, felt exhausted all the time") and alopecia ("hair loss"). In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2015, the patient experienced vaginal discharge ("vaginal discharge"). In june 2015, the patient experienced vaginal infection ("infection ¿ vaginitis"). In november 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes ¿ decreased libido") and adnexa uteri pain ("painful areas by ovaries/tubal ovary area pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, libido decreased, vaginal infection and vaginal discharge outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014. Findings: right tube with four coils and left tube the coils retracted in and there are some polyps on her left cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram (hsg): total bilateral occlusion.. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes and right ovary, excision: mid secretory endometrium, no significant pathologic alteration. Acute and chronic endocervicitis. Myometrium and uterine serosa, no significant pathologic alteration. Right ovary, no significant pathologic alteration. Right and left fallopian tubes, no significant pathologic alteration. Two gray metallic coils are identified, one in each fallopian tube lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: allegra. Concurrent conditions included depression, morbid obesity and oligomenorrhea. Concomitant products included cefixime (flexeril) since 2014, meloxicam since 2014 and norethisterone (ortho micronor) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue, felt exhausted all the time") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("infection ¿ vaginitis"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/other"), libido decreased ("hormonal changes ¿ decreased libido"), adnexa uteri pain ("painful areas by ovaries/tubal ovary area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, dyspareunia and adnexa uteri pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, libido decreased, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, oligomenorrhoea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014. Findings: right tube with four coils and left tube the coils retracted in and there are some polyps on her left cornu. She received treatment for: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), bladder problems, urinary problems and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: hysterosalpingogram (hsg): total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes and right ovary, excision: mid secretory endometrium, no significant pathologic alteration. Acute and chronic endocervicitis. Myometrium and uterine serosa, no significant pathologic alteration. Right ovary, no significant pathologic alteration. Right and left fallopian tubes, no significant pathologic alteration. Two gray metallic coils are identified, one in each fallopian tube lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: pelvic pain/other, bladder problems, urinary problems and oligomenorrhea. Event outcome updated for: abdomen pain and dyspareunia (painful sexual intercourse). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.